Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement. It was reported that the patient previously underwent two revision procedure therefore, the physician has decided to remove the patient's system and have a cardiac stimulator placed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product has not been returned and attempts to obtain the status of the lead have been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.